Event description:
A physician successfully deployed an emboshield into the right common carotid artery pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed; post-stent dilatation was peformed with another brand of balloon; the emboshield was successfully retrieved. It was reported that post the procedure, this patient had a decreased hemoglobin of 7.9; decreased hematocrit of 23.5 and a decreased red blood cell count of 2.64. The patient received two units of red blood cells. The patient was discharged to home.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.